Event description:
Initial reporter indicated that "she has increased seizures and been in and out of the hospital. The vns is not helping with her depression at all. She doesn't know if the problem is with her device or the medications that she's taking." It is unk if the reported seizures are above the pre vns seizure rate. The pt is being treated for epilepsy and depression. Good faith attempts are being made for additional info about the reported events.